Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call of high blood glucose of 578mg/dl. The customer had no symptoms and treated with manual injection. Customer indicated that their blood glucose was different using different meters. Customer indicated that they will change the infusion set and sensor and indicated that they last changed their infusion site 4 days ago. Customer indicated that they will call back to troubleshoot as they were at a restaurant with friends. There was no further information provided by the customer or by troubleshooting.